Event description:
The patient presented in clinic for follow-up with no rv capture. R-wave also suddenly decreased. X-ray revealed lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.